Manufacturer narrative:
Note this report pertains to the first of two devices returned for analysis on august 17, 2016. Medwatch report 9681477-2016-00005 captures the second device. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. The specimen presents bend damage located 6.20 to 6.50cm from the distal tip. The j-form tail angle is relaxed to 159.55 degrees. Finger-straightening function is unimpaired by the bend damage. No other damage or inconsistencies are noted to the specimen at this time. Dried blood-like material is present between the uncoated coil wraps at both ends. Both joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The complaint related to "the distal end of the starter guide seems to be the problem because cuts like a razor blade" cannot be confirmed. The specimen does not present any indication of core wire protrusion, pointed or sharp areas anywhere along the length of the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any relevant information received, a follow-up medwatch report will be filed.

Event description:
Note this report pertains to the first of two devices returned for analysis on august 17, 2016. Medwatch report 9681477-2016-00005 captures the second device. Event description: per email: during catheterization of the descending aorta via the right femoral artery (4f introducer of 7cm) mounted of a 4f 70cm pediatric probe pigtail (cook) on a starter guide. During fluoroscopy, it was noticed a problem concerning the distal end of the catheter without a major exit of the starter guide. The probe seemed peeled and it was taken out without incident. Positioning another pediatric probe with the same starter guide, it was noticed the tearing of the probe's distal end. A fragment of approximately 10 mm detached and got stuck against the 4f 7cm introducer of the right femoral artery. The fragment was recovered by a lasso without incident. No material appears to be left inside the patient. Clinical consequence: second puncture of the femoral artery contralateral to further examination, increased fluoroscopy time. The distal end of the starter guide seems to be the problem because it cuts like a razor blade.

Manufacturer narrative:
The device was not received for analysis at the time this report was submitted; therefore no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported that the device is expected to be returned. In addition at the time this report was submitted, the event date was not provided. If there is any relevant information received, a follow-up medwatch report will be filed.

Event description:
Per email: during catheterization of the descending aorta via the right femoral artery (4f introducer of 7cm) mounted of a 4f 70cm pediatric probe pigtail (cook) on a starter guide. During fluoroscopy, it was noticed a problem concerning the distal end of the catheter without a major exit of the starter guide. The probe seemed peeled and it was taken out without incident. Positioning another pediatric probe with the same starter guide, it was noticed the tearing of the probe's distal end. A fragment of approximately 10 mm detached and got stuck against the 4f 7cm introducer of the right femoral artery. The fragment was recovered by a lasso without incident. No material appears to be left inside the patient. Clinical consequence: second puncture of the femoral artery contralateral to further examination, increased fluoroscopy time. The distal end of the starter guide seems to be the problem because cuts like a razor blade.